Event description:
Subsequent to the initial report filing, additional information was received stating that the separated portion of the 2.5 x 15 mm trek balloon was retracted on the guide wire.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation of the balloon was confirmed. The difficulty to remove from the lesion could not be confirmed as this was based on operational circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a balance middleweight (bmw) universal guide wire was advanced to the right coronary artery (rca). After dilatation with a trek 2.5 x 12 mm balloon, a 3.5 x 18 mm non-abbott stent was implanted with good final result. Then, the same guide wire was advanced to the obtuse marginal (om) and dilatation of the lesion was performed at high pressure with the same 2.5 x 12 mm trek balloon used for the rca lesion. The lesion was not able to be opened, as the lesion was likely calcified, although calcification was not visible under fluoroscopy. After deflating the balloon, the balloon became stuck in the lesion and could not be retracted. During the attempt to retract it, the trek balloon became separated and the separated portion remained in the lesion. A whisper es guide wire was advanced and a 2.5 x 15 mm trek balloon was advanced over it. The 2.5 x 15 mm trek balloon ruptured at about 14 atmospheres. After the balloon ruptured, it also became stuck in the lesion during retraction and subsequently separated. The separated portion of the balloon, with two radiopaque markers visible, was able to be retrieved. A 1.5 x 8 mm non-abbott balloon was advanced on the whisper es guide wire and inflated at high pressure. Then another 2.5 x 12 mm non-abbott balloon was advanced and inflated at high pressure. However the lesion still was unable to be opened. An unspecified non-compliant 2.5 mm balloon and a non-abbott 2.0 mm balloon were unable to be positioned and the procedure was concluded. The lesion was left as a subocclusive stenosis with timi flow ii and infusion of reopro was continued for 12 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal, whisper es; stent: avantgarde 3.5 x 18 mm. It is unknown if the device is returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.5 x 15 mm trek referenced is being filed under a separate medwatch MFR number.